Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had lost sensor alarm and sensor anomaly. Customer's blood glucose at time of incident was 81 mg/dl. Customer stated the pump is no communication with the transmitter and explained to patient that pump is no longer receiving data from the transmitter. The customer was advised to remove sensor and check. The customer found out that the filament of the sensor was gone and is not inside his skin. The customer was advised to review technique and change the sensor. The customer was advised to return back sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Found the sensor retracted inside the sensor. Unable to confirm that the customer received the sensor damage due to the product being returned opened/used.